Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5082098) on 03-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("extreme abdominal pain / sharp pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required), menorrhagia ("heavy periods"), back pain ("back pain"), cervicitis ("cervicitis"), abdominal distension ("bloating"), infection ("infection"), nausea ("nausea"), cyst ("cysts") and depression ("depression") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, back pain, cervicitis, abdominal distension, infection, nausea, cyst, uterine leiomyoma, weight increased and depression outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, cervicitis, cyst, depression, infection, menorrhagia, nausea, uterine leiomyoma and weight increased with essure. Further company follow-up with the consumer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.